Manufacturer narrative:
Product in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Note, during manufacturing, all solex catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Investigation is still in progress.

Event description:
It was reported that ivtm therapy was initiated for fever control. On the third day of the therapy, it was noticed that blood was observed in the line of start-up kit (suk) tubing and the saline bag. No leaks were found and no error message occurred. However, the therapy was completed. The use of thermogard was terminated and the catheter was removed. Per reporter, the patient was not injury and the cooling was no longer needed.

Manufacturer narrative:
A solex catheter (lot # 56974) was returned to zoll (B)(4) for evaluation. Evaluation of the returned solex catheter confirmed the customer reported issue as a torn balloon at the distal side of the balloon catheter. During manufacturing, all solex catheters are 100% inspected. Only units that passed are moved to the next process. The returned catheter was connected to a pressurized inflation device. Immediately after pressurizing the catheter, a balloon leak was found at the distal side of the torn balloon catheter; thus confirming the reported complaint. A visual inspection of the returned catheter found blood had accumulated /dried up on the balloons, shaft, luer tubings and infusion ports. The balloon was observed to be torn. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for solex catheter lot #56974.